Manufacturer narrative:
The reported complaint of unreliable diagnostic information was confirmed. The root cause was traced to an lp firmware defect in which an alp does not appropriately bin a paced event when it is preceded by a tachy sense event (and only bins the tachy sense event). The root cause of the tachy sense events could not be determined

Event description:
It was reported that a patient presented remotely with their right atrial leadless pacemaker (lp) exhibiting a diagnostic issue. The lp was showing inaccurate pacing percentages. The listed pacing percentage was less than 1%, while the actual was about 60%. The issue persisted when the device was interrogated in person and also after troubleshooting, including clearing diagnostics and reinterrogating. No patient condition or any patient symptoms were reported.